Event description:
A bhr cup implant holding wire had a small section broke free intra operatively. The wire broke after the cup was implanted, during removal of the wire. Very short delay while the surgeon retrieved the wire and discussed the issue with sales rep. The wire broke after it was cut and the surgeon was removing it as per procedure, a small section of what looked like clear plastic coating broke off and had to be retrieved from the patient.